Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 70-80% stenosed, 8-9mm in length, 2.75-3.00mm in diameter, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. The lesion contained a greater than 45 and less than 90 degrees bend. After a 6f ebu guide catheter was p[laced, a non-bsc guide wire crossed the lesion and parked distally. Pre-dilatation was performed using a 2x12 maverick balloon catheter. Then a 12x3.00 promus premier drug-eluting stent was advanced but could not track due to a great resistance. Pre-dilatation was performed again and the device was re-advanced but still failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a 3x16 promus premier drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The od (outer diameter) of the stent was measured and was found to be within the maximum crimped stent profile specification. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 70-80% stenosed, 8-9 mm in length, 2.75-3.00 mm in diameter, concentric, de novo target lesion was located in the severely tortuous and mildly calcified left circumflex artery. The lesion contained a >45 and <90 degrees bend. After a 6f ebu guide catheter was p[laced, a non-bsc guide wire crossed the lesion and parked distally. Pre-dilatation was performed using a 2x12 maverick balloon catheter. Then a 12x3.00 promus premier drug-eluting stent was advanced but could not track due to a great resistance. Pre-dilatation was performed again and the device was re-advanced but still failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted up. The procedure was completed with a 3x16 promus premier drug-eluting stent. No patient complications were reported and the patient's status was stable.